Event description:
It was reported by service report that the fowler was drifting down. It is unk if there was pt involvement. However, no adverse consequences were reported.

Manufacturer narrative:
Result: fowler was drifting down with weight due to a broken fowler motor clutch assembly.